Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a small amount of bleeding. Once the bronchoscope was taken out, there was a little bit of blood left over in the endotracheal tube. The physician went back with the bronchoscope to suction up the blood and used epinephrine to control the bleeding. The following information is unknown: the cause of the bleeding and the blood loss volume. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.